Manufacturer narrative:
(B)(4); device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon noticed the force required to fire was higher than expected. When harvesting a vessel to use in the bypass graft, the device was fired and a clip scissored on the vessel, which cut the structure. The surgeon used suture to repair the vessel. There was no significant bleeding and the patient did not require any blood products. The issue did not change intraoperative or postoperative patient care. Another like device was used to complete the procedure with no harm to the patient. The device was disposed of after the case.